Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the reported information, the inability to cross appears to be related to the moderately calcified anatomy. However, no determination can be made as to the cause of the reported difficulty. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. A query of the complaint handling database revealed no other incidents reported for this lot. It is possible that the attempts to advance across a moderately calcified lesion may have contributed to the stent dislodgement. However, no definitive cause can be assessed as the device was not returned. The omnilink .018 instructions for use (IFU) states: should unusual resistance be felt at any time during lesion access or delivery system removal, the guiding catheter / introducer sheath and the stent system should be removed as a single unit. In this case, the device was removed through the introducer sheath after failing to cross the lesion. It is not clear in this case whether or not this deviation from the IFU contributed to the stent dislodgement.

Event description:
It was reported that during the procedure in the iliac artery, antegrade approach, an unsuccessful attempt was made to advance the otw omnilink 18 stent across the lesion. While withdrawing the stent system into the 6f non-abbott introducer sheath, no resistance was felt and no force was applied; however, the physician observed that the stent dislodged from the balloon. An unspecified coronary dilatation catheter was advanced to the stent. Dilatation was performed and the stent was deployed successfully proximal to the target lesion. After pre-dilatation, the procedure was completed with implantation of two planned ominilink 18 stents (7x58x80 and 8x28x80) at the target lesion. Although there was a significant clinical delay in the procedure, there was no adverse patient sequela. Though requested, no additional information has been provided.